Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to a little bit of water at the beach; subsequently, a malfunction alarm occurred. There was no reported impact to customer¿s blood glucose (bg) level. Reportedly, the customer had manual injections as alternate insulin therapy.